Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two spyscope ds ii access & delivery catheter devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the first spyscope ds ii was lost approximately 4 minutes into the procedure. Reportedly, the issue was noted prior to ehl. Initially, the image looks like interference then grey screen with 3 dots and then the image went completely black. The controller was rebooted, and the image reappeared for another 5 minutes; however, the same issue occurred, and the image was lost. The controller was rebooted via power source at back of the controller and image reappeared again for about 5 minutes. A second spyscope ds ii was used and it lasted a bit longer. Reportedly, ehl started and the same issue occurred again. The s-video cable was swapped out and all connections were checked multiple times; however, only 1 stone out of 3 was cleared in 3 hours. The procedure was not completed due to this event and was rescheduled to (B)(6) 2020. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the first of two spyscope ds ii access & delivery catheter devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the image of the first spyscope ds ii was lost approximately 4 minutes into the procedure. Reportedly, the issue was noted prior to ehl. Initially, the image looks like interference then grey screen with 3 dots and then the image went completely black. The controller was rebooted, and the image reappeared for another 5 minutes; however, the same issue occurred, and the image was lost. The controller was rebooted via power source at back of the controller and image reappeared again for about 5 minutes. A second spyscope ds ii was used and it lasted a bit longer. Reportedly, ehl started and the same issue occurred again. The s-video cable was swapped out and all connections were checked multiple times; however, only 1 stone out of 3 was cleared in 3 hours. The procedure was not completed due to this event and was rescheduled to (B)(6), 2020. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. No elevator marks were noted along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. The device was connected to a console and a live and clear image was displayed. No problem identified with the image. No problem observed with physical connectivity of the device. The device was fully articulated in all directions; no problem were identified with the image. X-ray imaging showed no damage to the distal tip, including the thru-silicon vias (tsvs), redistribution layer (rdl), and camera wires. X-ray imaging of the handle also showed no damage to printed circuit board assembly (pcba) or camera wires. The handle was opened, and all the internal components were inspected including the connection of the camera wires to the pcba, and no damage or defect was noted. The reported event was not confirmed. Upon analysis, the returned device was unable to replicate or identify any problem that could have caused or contributed to the reported event. The device met all manufacturing specifications, and therefore there is unlikely a problem related to manufacturing. A review of the risk documentation confirms that the problem is not a new or unanticipated event, and therefore it is unlikely a problem with the design of the device. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. A search of the complaint database confirmed that no similar complaints exist for the specified lot. Block h11: correction: block g5 (premarket / 510(k) #) has been corrected.